Event description:
A peritoneal dialysis pt reported dialysis solution leaked out of the cassette and into the cycler. Pt had no adverse effects after the incident. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval, and the lot number was not able to be obtained to date. An investigation of the lots delivered to the customer for the product were reviewed and a lot number was not able to be determined. However, one case of alternate samples was received from lot 13kr08053 from the distribution center since the others lots have been sold and distributed. A visual inspection was made on four sets and no defects or issues were detected on the entire sets. A functional tests was also performed and no leaks were detected.